Manufacturer narrative:
The user facility is outside of the united states current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2015 due to infection. During the procedure, an irrigation and debridement was performed and the acetabular liner was removed and replaced. It was further reported that a second revision was performed on (B)(6) 2015 due to infection. During the procedure, an irrigation and debridement was performed and all components were removed and replaced with cement spacer molds.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2015 due to infection. During the procedure, an irrigation and debridement was performed and the acetabular liner and ceramic head were removed and replaced. It was further reported that a second revision was performed on (B)(6) 2015 due to infection. During the procedure, an irrigation and debridement was performed and all components were removed and replaced.